Event description:
Information was received that reported a patient was hospitalized in 2007, due to diabetic ketoacidosis. Reporter states that the patient has had high ketones for several days. The patient changed her infusion set and insulin cartridge the day before. Upon admit to the hospital her blood glucose was 631 mg/dl. The patient was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.